Event description:
(B)(6) 2007: c3-c4 anterior cervical decompression and arthrodesis with removal of previous plate and reinsertion of plate from c3-c7 and posterior cervical laminectomy and instrumentation. (B)(6) 2008: first lumbar epidural steroid injection at l4-5 interspace (B)(6) 2008: second lumbar epidural steroid injection at l4-5 interspace (B)(6) 2008: admitted with low back pain/ lumbar radiculopathy(MRI =spondylosis and disk changes at l4-l5 and l5-s1) and had the following procedures performed: l4 laminectomy, bilateral medial facetectomy and foraminotomy. L5 laminectomy, bilateral medial facetectomy and foraminotomy. S1 laminectomy, bilateral medial facetectomy and foraminotomy. Bilateral posterolateral diskectomy l5-s 1 . Placement of posterolateral interbody peek cages at l4-l5 and l5-s1 bilaterally. Harvesting of bone graft for spinous processes. Preparation of bone marrow aspiration (bmac) for stem cells. Posterior segmental instrumentation l4-5 and l5-s1 using surgical dynamics MRI-compatible posterior instrumentation and pedicle screw system. Bilateral transverse fusion grafting using cancellous and cortical bone harvested from the spinousprocesses and the bone marrow aspirate. Placement of an epidural catheter for postoperative delivery of an epidural anesthetic. Placement of ebi bone stimulator.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.